Event description:
Monitor is missing batter cover so battery will not stay in place to power unit.

Event description:
Monitor is missing batter cover so battery will not stay in place to power unit.